Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin deliveries were terminated by the pump. The pump history was reviewed and no alerts or alarms occurred at the time of this event. There was no reported adverse impact to the customer's blood glucose level.